Event description:
A consumer reported the patient had a suspected infection. The reporter could see the white wire coming through the patient¿s skin down the side of their head and about two inches down they could see ¿puss or something¿ that looked very sore. The implantable neurostimulator (ins) site looked fine and it was the lead site that looked sore. The infection was not confirmed since the patient had not seen their health care provider (hcp). The patient had tried contact their hcp. The patient¿s indication for use was parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the wire that was coming from the patient¿s brain was showing in two places. About a month prior to this report, the patient¿s health care provider (hcp) ¿sewed it up.¿ after the hcp took the stitches out, a bump showed up with a little bit of blood and pus coming out of it with a stitch in it. The patient knew it was infected. Yesterday, the patient took the stitch out because the hcp was supposed to have taken them all out. When the patient pulled the stitch out, there was a ¿little tiny wire¿ that also came out. The patient pulled the wire out about an inch and cut it off, but they then realized they should not being that. The hcp had not told the patient anything about it. The patient did alright for a while, but now they could hardly move. Additional information received from the patient¿s hcp reported the lead was exposed. The lead had perforated the skin and the area had pus. The rejected lead was removed and the area was cleansed. The lead issue, the possible infection, and the patient not being able to remove had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v475602, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v475602, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).